Event description:
The last pump refill occurred on (B)(6) 2010. The onset / diagnosis of infection was (B)(6) 2011. The patient had meningitis. It was also indicated that the patient did not have meningitis. It was unclear if the patient had meningitis. The patient experienced fever, redness, pain and meningeal signs/symptoms. The primary location of the infection was at the device pocket and catheter track. A culture was obtained from the following: device pocket, lumbar region, and cerebrospinal fluid. The organism cultured was (B)(6). Perioperative antibiotics were administered. Treatment of the infection included a total device system explant, and both intravenous and oral antibiotics. The patient did not experience withdrawal. The infection resolved. The pump was delivering lioresal.

Event description:
It was reported that the pump was removed (B)(6) due to an infection at the pump site. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, (B)(4), implanted: 2009 (B)(6), explanted: unknown.